Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that after the fogarty arterial embolectomy catheter was inserted into the pt, the clinician observed that the catheter tip was bent or broken. Reportedly, the tip of the catheter remains attached to the catheter body. There were no pt complications or injuries reported.